Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks and nasolabial fold with 1.1 cc of juvéderm¿ voluma¿ with lidocaine and in the nasolabial folds with 1 cc of juvéderm ultra plus¿ xc. The patient began to reach with ¿swelling¿ 4 days post-injection. The patient was prescribed cortisone. Three days later, the patient returned with ¿infection signs.¿ the patient received antibiotics and corticosteroid prescription p.o. After 12 days, the right cheek showed ¿infectious signs.¿ the patient was treated with clindamycin 300 mg qid. The patient was better for 2-3 days. The right cheek then had ¿drainage of fluid¿ on its own at home. The site was said to be better, but the left side presented ¿infectious signs.¿ a CT scan was performed the next day on the left cheek that showed no evidence of abscess but did show ¿superficial cellulitis.¿ the patient was then started on rocephin 2 g q 12 heures (72 hours). The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00540 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus¿ xc.